Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive for six months. The patient denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.